Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Event description:
It was reported as cracked on impaction of tibial implant.